Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient underwent removal of rods t11 to pelvis. Revision fusion t8 to pelvis; revision laminectomy l3-l4. Exploration exiting l3 nerve roots, local bone grafts on (B)(6) 2011. This is #15 of 50 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provide note: blank fields on this form indicate information that is unknown, unavailable or unchanged.